Manufacturer narrative:
(B)(4). The customer returned one introducer needle for investigation. Visual examination revealed signs of use in the form of biological material on the interior of the needle bevel and hub. The needle was visually examined under magnification. The needle hub was observed to have several cracks along the body of the hub. The needle hub was tested for leaks by attaching a lab ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record (DHR) review was performed with no relevant findings. The report of a cracked needle hub was confirmed by visual examination of the returned needle as several cracks were observed on the needle hub. Functional testing also confirmed the needle hub leaking at the crack location when in use. A DHR review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
It was reported that "inserted in the subclavia dx and tried aspiration. Only few drops of blood and air. Removed the needle and inserted in the jugular dx with same problem. At that point they noted a little break on the cone of the needle. They removed the device and inserted a new one in the first access subclavia dx."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "inserted in the succlavia dx and tried aspiration. Only few drops of blood and air. Removed the needle and inserted in the jugular dx with same problem. At that point they noted a little break on the cone of the needle. They removed the device and inserted a new one in the first access succlavia dx."